Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Approximately (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2019, the patient underwent an endoscopy which revealed that the j tube was embedded in the intestine and was not getting the duopa medication. The physician removed the j tube and did not replace a new one. The physician prescribed metronidazole for 7 days and cipro for 3 days.